Event description:
It was reported that while sewing the graft with a continuous suture, the suture was tightened and the filament reportedly tore and the graft was unable to be implanted. A new graft was implanted without patient permanent injury.